Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead exhibited failure to capture and failure to sense. No intervention was performed. The patient was in stable condition.